Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog pca. The root cause for the flash memory failure could not be positively identified. The monitor design change in (B)(4) was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor would not power up properly.